Manufacturer narrative:
Findings: pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump error 63 alarm (variable info=3) during self test and confirmed in the pump history due to cold solder joint on u1 keypad assembly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 15.8mmol/ l at the time of the incident. It was reported that the pump has not been exposed to temperatures below 41°f (5°c). Customer is using a 6640g pump with software version 2.6. The customer previously called to report power error detected. Power error detected recurred within a week of troubleshooting previous occurrence. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.